Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. Externalized conductors were observed on a riata lead under fluoroscopy. No electrical anomalies were noted. The lead remains implanted. Further actions will be discussed with the physician.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that slowly increasing v capture threshold was observed. The lead was removed with laser. The patient was stable post-procedure.